Manufacturer narrative:
Device analysis for adaptor (B)(4) revealed the body conductor was broken within 10cm of connector area. The proximal end was not returned. (B)(4) belongs to the adaptor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via the company representative (rep) regarding a patient that was implanted with an implantable neurostimulator (ins). It was reported that the patient complained of loss of stimulation in (B)(6) 2017. On examination the patient had high impedances on (B)(6) 2017. The patient was booked into a revision surgery, which was scheduled for (B)(6) 2017. There were no known contributing factors to the event. When the surgeon opened up the ins pocket, it was noted that the lead from the adaptor was damaged and the contacts were stuck in the 0-7 port of the ins. A new adaptor was used and the system tested with a multi-lead trialing cable (mltc) to make sure the remaining implant was still valid. The adaptor was then inserted into the port 7-15 of the existing ins and an impedance check was made. Everything was within normal limits and the surgeon closed the patient. The issue was resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
The manufacturing site ID was previously reported as (B)(4). Additional review indicates the correct manufacturing site ID is (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the lead was not damaged, and not replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.